Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: screws (part/lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, the distal coupling mechanism was stuck in the retracted position and it would not fully open. The balance of the device is in fair condition. Functional testing was performed with the returned screwdriver and the complaint condition was able to be replicated as the coupler would not take the driver fully. Additionally, functional testing of the coupling mechanism showed that the mechanism could not be released from the retracted position. In the advanced state the mechanism locks onto the mating screwdriver and in the retracted state the mechanism releases the mating screwdriver. Thus, in this retracted position, the device would not be expected to retain the mating screwdriver. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: the complaint condition is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended force during usage/ handling such as dropping off the floor excessive loading and/or rough handling in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 310.950, lot: 2643708, manufacturing site: bettlach, release to warehouse date: 14. Sep. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal for a healed fracture. During the procedure, the surgeon tried to use one (1) handle with mini quick coupling and one (1) screwdriver handle with hex coupling to remove some t8 star head screws. The handles that were supposed to work on the screwdriver shaft would not engage. When the surgeon used the mechanism to insert the screwdriver shaft to remove the screw, the screwdriver shaft would just spin. With extended effort, the surgeon could not get the screwdriver shaft to function and remove the screws. The surgeon proceeded with closing the incision. The surgery was not successfully completed. There was a thirty (30) minute surgical delay. The patient status is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown); screwdriver shaft (part# 313.842, lot# unknown, quantity# 1). This report is for one (1) handle with mini quick coupling, stainless steel. This is report 2 of 3 for (B)(4).